Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: unknown knee tibial tray component; unknown knee femur component; sig rp aox stb ins sz4 10 tibial insert component; pfc sigma/ov/dome pat 3peg,41 patella component; unknown bone cement.

Event description:
Patient was revised to address loosening of patella at the unknown interface. Unknown cement manufacturer. Patella fell off. Doi: (B)(6) 2014; dor: (B)(6) 2018; left side.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.